Event description:
It was reported that the needle tines were difficult to deploy. A leveen coaccess electrode system 3.0/15/15 was selected for use in a procedure to treat a renal tumor in the kidney. During the procedure, there was resistance when attempting to deploy the needle tines and they became distorted. The device was removed and the procedure was completed using another needle. No patient complications were reported.